Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device interrogation the field representative noted loss of capture (loc) on the right ventricular (rv) lead at maximum outputs. The patient reported feeling an itching sensation when she moved her arm a certain way. The patient stated she has had these symptoms since implant. Boston scientific technical services (ts) reviewed further data and found loc approximately five months earlier. It was noted that the patient paces less than one percent in the rv and the impedance measurements are within an x-ray was taken which did not show any significant findings. A revision procedure was performed where the rv lead was successfully repositioned. The rv lead remains in service and no additional adverse patient effects were reported.